Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer had been experiencing ongoing high blood glucose (bg) levels (200-553 mg/dl) and insulin injections were administered to address the bg level. The customer did not know what was causing the high bg. During troubleshooting with tandem technical support, a small air bubble was observed in the infusion set tubing. The air bubble was removed during the fill tubing check. No other device issue was found.